Event description:
It was reported that the arctic sun device had a screeching noise coming from the chiller fan. Device coming in for service. As per tech support via phone on 20dec2022, it was reported that there was no impact to the patient and therapy was completed, another device was used to finish the therapy. It was discovered that the refrigerator fan barrens went bad. The device was returned for a replacement. As per sample evaluation results received on 12jan2023, the root cause of the reported issue was due to a failed chiller. It was reported that the arctic sun device was originally short filled. It was noted that the chiller pump was replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a screeching noise coming from the chiller fan. Device coming in for service. As per tech support via phone on (B)(6)2022, it was reported that there was no impact to the patient and therapy was completed, another device was used to finish the therapy. It was discovered that the refrigerator fan barrens went bad. The device was returned for a replacement. As per sample evaluation results received on (B)(6)2023, the root cause of the reported issue was due to a failed chiller. It was reported that the arctic sun device was originally short filled. It was noted that the chiller pump was replaced.